Event description:
Component fractured. Device evaluated, therefore the follow up report.

Manufacturer narrative:
Component fractured. Device evaluated, therefore the follow up report.

Event description:
Component fractured.